Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire ab stent could not pass through the microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke of the left internal carotid ophthalmic artery. There were 0 passes with the device. It was noted the patient's vessel tortuosity was normal. It was reported that when the stent was delivered to the proximal end of the microcatheter, there was great resistance and it could not be pushed up. However, when a stent of the same model from another brand was replaced, it was easily delivered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the catheter used was a rebar 27 microcatheter. The cause of the resistance was not determined. Continuous saline flush was administered and maintained as indicated in the IFU.